Event description:
I just underwent another total hip replacement (left hip) due to the use of the wright medical group metal on metal implant in previous hip replacement in approx 2003. Physical exam and x-rays, by orthopaedic surgeon in (B)(6) 2011 and follow up blood, urine, and bone scan tests revealed serious weakness, loosening, osteolysis, pain, etc., all caused by leaking of metal (cobalt and chromium) ions into the tissue, blood, etc. The product- implant was clearly defective. Reason for use: degenerative bone disease - arthritis.